Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device follow-up. Device interrogation revealed, the left ventricular (lv) lead exhibited high capture threshold and the patient experienced phrenic nerve stimulation. The lv lead was capped and replaced on (B)(6) 2020. The patient was stable throughout.